Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is not included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker previously showed four years remaining longevity. During the recent check, the device showed two and a half years remaining longevity. Initial analysis showed that the power consumption of this device has been increasing during the past year. The expected power consumption was about 32 microwatts; however, this device was consuming 83 microwatts. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was malfunctioning. The device should be replaced and returned for detailed analysis. Additional information was obtained which indicated that the device was surgically explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.